Event description:
Pt's problems include pain under her arms and into the arm pit after exercise as well as discomfort around the breast areas. She also notices her implants have gotten harder through the yrs. Her main concern is if she should be concerned about her overall health. The article by marian segal stated that implants were not intended to last a lifetime. She has had hers for 22 yrs.